Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. It revealed no abnormalities. Thereupon the sample was subjected to a visual and functional examination. No external damages were detected. A functional test was performed. The device passed the self test with a positive result. The last therapy of the customer was started. During the therapy it wasn't possible to activate a bolus. Within the functional examination it was detected that the bolus key was without function. Inside the device no damages were found. The single bolus key is defective. Following is described in the IFU: - in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump. Safety officer comments: in the period from jan-2012 until may-2017 no complaints of similar nature were detected. The failure as such is adequately described and evaluated in the risk analysis. No further measures needed.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been provided by user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): bolus problem the patient has had continous infusion with fentanyl. The patient wakes up sometimes and the staff needs to give bolus doses with e.I. Fentanyl. When trying to give bolus it did not work. Nothing happens when the staff presses the bolus botton. The staff has also tested with other protocols in the pump and the bolus function does not work with anything.